Event description:
The manufacturer received a report from the distributor that a patient who had patient who had undergone an avm embolization procedure presented a large cutaneous rash, and throat problems post procedure. Pathology: aneurismatic cistis in left lower left leg, close to tibial artery, 7 cm diameter. Treatment: embolization with bb on the 23 rd february. Bb 100-300 diluted 50 saline:50 iomeron 300 contrast media. Microcatheter boston scentific turbo tracker 18 reaction after bb: severe hypotensive crisis, desaturation, severe custaneous rash on hands, feet, chest; vasculoplegia, slow blood cirlce in feet for 3 days. No reaction after normal control with same contrast media. Post treatment: urokinase patient recovering, still in hospital but safe, with fading edema in feet.